Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had no pain relief. The patient was still having concerns regarding their device or therapy but were working with their health care professional or manufacturer's representative. An appointment date of (B)(6) 2014 was provided.

Event description:
It was reported that the patient never had therapeutic effect, because there had never been anything but saline in the pump; therapy was not working as expected. The reporter stated that they have had pain for the previous 3 weeks, while trying to get drug in the pump. The reporter stated that they had been in to see the healthcare provider (hcp) twice, and was told that the pump may be non-functional or leaking; also reported as ¿suspected that the pump was not working or had leaked.¿ saline was put in it after surgery, there was trouble obtaining ¿drug¿ the second time, and on the date of the report, they were unable to withdraw any saline from the reservoir; they put in additional saline, instead of prialt as planned. The reporter was directed to the patient¿s hcp. The pump was being used to deliver saline. Additional information has been requested, but was not available as of the date of this report.